Event description:
It was reported by customer's mother that they had been hospitalized for high blood glucose levels on (B)(6) 2014. Customer's blood glucose level was 360 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer's mother stated they are unsure if the device or a virus infection caused the event. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.